Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and transvenous implantable lead expired on december 10, 2005. Paramedics arrived and the patient was externally shocked. The device and lead were returned for analysis. The physician does not believe the device contributed to the patient's death.